Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 721 mg/dl. The customer¿s current blood glucose was 132 mg/dl. Customer was in emergency room as a result of high blood glucose. The customer treated in hospital. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The insulin pump will not be returned for analysis.